Event description:
In 2008, the pump was refilled. Two days later, the pt was in the hospital where he had two CT scans; the reason for the hospital visit and CT scans was not reported. The pump was checked by home infusion approx one month later and the entire volume of medication was still in the pump. The pt experienced return of symptoms and was in severe pain from the spasticity. The pt was getting oral baclofen and was going to see his health care professional to have a pump dye study done. The medication being delivered via the pump was not reported. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.